Event description:
Gyrus acmi halo pks cutting forceps did not work properly. Would show on the screen "regrasp" and would not cauterize. Unplugged and started working properly x 1, but it would not work the second time it was unplugged.